Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during drain 4 of 4 of peritoneal dialysis (pd) therapy. During troubleshooting, it was noted that the patient had improperly disconnected from the setup during a dwell cycle. The alarm sounded and the patient reconnected to the setup to continue therapy. The power was cycled to clear the alarm. Proper procedures were reviewed and the patient planned to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient improperly disconnected from the setup which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from therapy during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.